Manufacturer narrative:
One device was returned for analysis. Visual inspection found a damaged (detached) downstream occlusion seal and a damaged remote dose connector. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged remote dose connector. As a result, the damaged (detached) downstream occlusion seal and a damaged remote dose connector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not recognize the pear where the user clicked to administer the medication. During physical inspection, it was found that there was a damaged (detached) downstream occlusion seal and a damaged remote dose connector. There was unknown patient involvement, no patient injury was reported.